Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The defib receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib disabled" message and the unit reset/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib disabled" message and the unit inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.